Event description:
It was reported that a penta was chosen for direct stenting (contrary to IFU). The stent crossed the lesion without much resistantce and after the stent was positioned, the stent was deployed at 7 atm. At this pressure, the distal part of the balloon and the stent got abnormally dilated. There was a mismatch of size between the prox and the distal parts of the stent. The balloon was then withdrawn and qca was performed. The distal half of the stent measured 3.5 mm and the prox half 3 mm. Due to the mismatch, an attempt was made to post-dilate the prox half of the stent with a balloon catheter at 22 atm. The stent was deployed but still there was a mismatch in size between the prox and distal halves of the stent. It felt that it was abnormal for one half of the stent to dilate 3.5 mm at pressure of just 7 atm.